Manufacturer narrative:
Concomitant medical products: product ID: 977c265; lot#: serial#: (B)(4); implanted: on (B)(6) 2021; explanted: on (B)(6) 2022; product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 31-jan-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were currently at the hospital to have a MRI because something didn't feel right with the paddles in their thoracic. Pt stated that they were hoping to keep the ins implanted as the ins really did help and the therapy took their mind away from the pain going down their left leg. Pt stated that the pain in their thoracic where they had to do a laminectomy however was concerning. When asked for the event date, pt stated that it hadn't stopped post-surgery.  Patient services (pss) offered to walk the pt through accessing MRI mode as they didn't know how to access MRI mode/pt accepted. Pt noted seeing full-body eligibility while in MRI mode. Pss provided pt with the  technical services specialist (tss) phone number to provide to  health care professional (hcp) for MRI guidelines if needed. Information was received from a patient (pt) and manufacturing representative (rep) regarding an implantable neurostimulator (ins). The reason for call was pt reported they had their implant removed in april 2022 due to really bad adverse reaction, and they wanted to know if a manufacturing representative was present in the operating room during the removal. Pt stated that they had an MRI which showed that their leads may or may not have been removed during the explant of their battery. Pt had been in pain since after the date of implant, and the pain only got worse and worse until felt like they were having a heart attack and went to the emergency room. Since patient was discharged sometime in may 2022 following the april 2022 explant, pt had continued to be in pain until present day; they experienced pain when breathing. Pt was adamant someone left the leads in their back and demanded to talk with a manufacturing rep. The patient was redirected to their healthcare provider to further address the issue. Pt additionally sent a message to the field to request for someone to reach out to pt and explain the reps role in implant and explant of a spinal cord stimulator. Pt confirmed that their doctor, did both their implant and explant procedure, but no longer speaks with them. Additional information from the rep indicated that patient stated to them today on the phone that she experienced complications with the paddle placement, leading to more chest type discomfort. She was unclear from her perspective what was explanted or still left in her body by the physician. Some of described symptoms by patient were similar to that of an infection but she did not state she had experienced an infection. Patient has been to ER several times as a result of the pain, she is also undergoing ketamine treatments from a pain physician. Patient states she is experiencing chest pain as a result of implant of surgical paddle. She has tried to discuss with physician, and the physician has reassured her that her thoracic spine imaging looks to be normal. Patient describes still experiencing pain post- removal.